Event description:
It was reported that the patient received inappropriate shocks due to oversensing in the ventricular channel. The pacing impedance was out of range (3000 ohm). Lead revision is planned.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 26, 2025 and july 27, 2025 recorded the pacing impedance around 400 ohms until july 24, 2025 and a subsequent increase to >3000 ohms. The analysis of the provided iegm episode no. 25 from july 25, 2025 revealed artifacts on the rv channel, which led to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.